Event description:
This is the second of three reports (same product ID, same product problem, same distributor). Linked to mfg reports: 3004608878-2016-00211 and 3004608878-2016-00213. A report was received from the distributor that the a1059 mayfield skull clamp had metal powder generated when applying pressure. The problem was found during the inspection of incoming goods. There is no patient contact or patient injury.

Manufacturer narrative:
Integra has completed their internal investigation on 07 sep 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: it was observed that metal powder generated when applying pressure (sn¿s: (B)(4)). Device history record reviewed for these product ids under lot code/work order (B)(4) manufactured on 03/23/2016 show no abnormalities related to reported incident found. These devices passed all required inspection points with no associated mrr¿s, variances or rework. No previous service history is on file. CAPA has been issued to further investigate the reported failure based around complaints associated to "scrap metal /powder comes out /metal burrs" for this product family. The helicoil displacement issue reported on the returned devices was able to be confirmed by integra engineering and quality. CAPA has been opened to perform comprehensive investigation. The skull clamp¿s ratchet extension has a detailed assembly instruction that outlines the process of installing the helicoil. The last step in the work instructions requires the operator to use a ¾-16 thread gage to verify fit. All products in question were subjected to these quality controls during manufacture. These will be monitored for trending.